Manufacturer narrative:
UDI: (B)(4). Reporter¿s phone number: (B)(6). The reporter's full name was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the motor device heated up. It was reported that the event occurred before use on a patient. It was not reported if there were any delays in the surgical procedure or if a spare device was available. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative:this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the cable/cord/wiring and hose were damaged. It was determined that the device had liquid damage, the motor and control unit were defective and the locking system was defective. It was observed that the device displayed an e5 failure code. It was further determined that the device failed pretest for noise assessment, motor thermistor assessment, cutter lock assessment and loctite and cable assessments. The assignable root cause was determined to be due to improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.